Manufacturer narrative:
The insulin pump passed the pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. The operating currents were in specification. It was noted that there was an unexpected button error alarm during testing due to moisture damage on the keypad traces. There was also a broken belt clip slot noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, and cracked battery tube threads.

Event description:
The customer reported via phone call that she went to give herself a bolus and noticed that the top chipped off the insulin pump when she tried to clip the belt clip back on. Customer has been using the holster but stated that it is too inconvenient. Customer was unable to use the clear belt clip because of the missing piece. Customer's most recent blood glucose was 338 mg/dl. Customer stated that the damage was located at the top of the pump between the reservoir and the battery compartment. Customer indicated that her blood glucose was high because she was running low on the reservoir. Customer already corrected with the new infusion set change and took a correction of 10.9 units via pump bolus. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced. Customer will continue to use the pump but will monitor her blood glucose very closely.